Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2018. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; rec incont;nonsurgical treatments: the patient was treated with pain medication: panamax for the treatment of: pain relief, as needed . Treatment duration: as needed. On (B)(6) 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: back pain, gm believed that this is due to her sciatic nerve . Treatment duration: 2 months. On (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): voltarin for the treatment of: back pain . On (B)(6) 2021 the patient commenced topical treatment (including oestrogen cream): patches - neradrem for the treatment of: back pain and leg pain .